Manufacturer narrative:
A2 age at time of event: in their 70's.

Event description:
It was reported that a device issue occurred and surgery was required. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal left circumflex artery (lcx). A synergy stent was placed in the obtuse marginal branch with no issues. Pre-dilation was performed from the mid to distal lcx, however an intravascular ultrasound catheter was unable to cross. The following balloons were used sequentially: a 1.25 x 5mm semi-compliant balloon, a 1.50 x 15mm balloon, a 2.00 x 10mm balloon, and a 2.25 x 6mm wolverine cutting balloon, which was only able to cross to the proximal lcx. While performing multiple pre-dilations, three attempts were made to deliver a 2.25 x 32mm synergy xd drug-eluting stent (des) using a non-boston scientific guide extension. It was thought likely that during the second delivery attempt, the stent became dislodged, but this was not recognized at the time due to its crimped appearance and lighting conditions. On the third delivery attempt, the guide extension could no longer be removed. Based on cine imaging it was thought that the tip of the guide extension had been cut, leading to surgical intervention. During surgery, it was discovered that the stent had detached. As per the physician, the stent dislodged due to forceful advancement despite severe calcification. The device was surgically removed, and aortic valve replacement was performed. There are currently no issues with the patient condition.